Event description:
Subsequent to the initial filed report, additional information received indicated that the following specific attempts were made to deflate the balloon, but these attempts were unsuccessful: balloon deflation was attempted per standard deflation procedure, occlusion recanalization techniques, and use of a snare. Additionally, force was reportedly applied in an attempt to remove the 3.5x12 rx xience prime stent delivery system, after deflation and retrieval attempts had failed. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. While a cine review of the procedure confirmed unsuccessful attempts to remove the balloon from the anatomy via use of multiple snares, the reported inability to deflate the balloon and the reported balloon separation were unable to be confirmed. It should be noted the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure, pre-dilatation was performed with a non-abbott balloon dilatation catheter (bdc), followed by successful deployment of a 3.0x28 absorb bvs stent in an 85% stenosed lesion in the mid right coronary artery. Then, after performing an atherectomy with an unspecified atherectomy device, a 4.0x8 rx xience prime was then successfully deployed in a 75% stenosed lesion in the ostium of the coronary trunk. Subsequently, after pre-dilatation with a non-abbott nc bdc, and an atherectomy via use of an unspecified 3.5x10 cutting balloon, a 3.5x12 rx xience prime stent was successfully deployed in a moderately calcified lesion in the ostium of the right coronary artery; however, post-deployment, the balloon of the rx xience prime stent delivery system (sds) was unable to be completely deflated and unable to be removed from the stent, and blocked the ostium, causing a "collapse;" the balloon separated from the shaft inside of the vessel during attempted withdrawal. Attempts to retrieve the xience balloon using several unspecified guide wires and a 2-millimeter (mm) snare were unsuccessful; the 2mm snare separated in the anatomy. Removal attempts were also made via right femoral artery access using a 5, 10, and 20mm snare, and via use of a pilot 200 and confianza guide wire, and an unspecified microcatheter, without success. The procedure was concluded via balloon dilatation with a non-abbott bdc. No additional treatment was administered, and surgery was not considered as the patient had a porcelain aorta.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient was reportedly very ill at the conclusion of the 3.5-hour procedure, which was considered to be a clinically significant delay, and the patient was admitted to the intensive care unit (ICU). The balloon reportedly had blocked distal blood flow, resulting in an elevated st segment, ultimately causing a myocardial infarction. The patient ultimately expired while in the ICU due to the myocardial infarction. No additional information was provided. Add'l device info: stent: 3.0x28 absorb bvs; 4.0x8 rx xience prime. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.